Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed to stay closed due to missing magnet. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system had failed drawer, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.